Event description:
It was reported that occlusion alarms occurred. This caused the customer's blood glucose (bg) level to increase to display as ¿high.¿ a correction bolus was delivered via the pump to address bg. Customer changed pump supplies to address the issue.